Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe leaked through the plunger during the preparation of cytotoxic drugs. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it has been received 2 sealed samples of 50ll lot 1406251 for investigation. Upon visual inspection of these samples received no damage or molding defect can be observed in any of them that could have caused leakage. DHR of lot 1406251 has been reviewed not finding any annotation or deviation regarding the alleged defect. Leak test is carried out with these 2 samples received according to procedure pc-039 and iso 7886-1 annex d. Both samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in the first pallet of the lot and once in last pallet of the lot. Assembly: once in the first pallet of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet of the lot and once in last pallet of the lot. Tightness test is performed to every syringe in assembly station during manufacturing process. In case any fails it is rejected to scrap automatically. This issue is not related to a manufacturing defect. Since no incidence has been found in DHR review, and retained samples evaluated meet iso7886 annex d, a definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd plastipak¿ syringe leaked through the plunger during the preparation of cytotoxic drugs. No serious injury or medical intervention was reported.